Event description:
A report was received that the patient underwent a pocket revision procedure due to discomfort at the pocket site. During the revision, the physician replaced patient's ipg because the it would not connect with the remote control. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.